Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 adult heated wall reusable breathing circuit was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint 900mr810 adult heated wall reusable breathing circuit confirmed there wasa small hole in the tube conclusion: we are unable to determine the cause of the reported event. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: -"inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as cracks, tears, or damage" -"perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient" -"do not cover the circuit with materials such as blankets, towels or bed linen" -"disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage".

Event description:
A healthcare facility in taiwan reported, via a fisher & paykel healthcare (f&p) field representative, that a 900mr810 adult heated wall reusable breathing circuit was damaged. There was no reported patient consequence.

Event description:
A healthcare facility in taiwan reported, via a fisher & paykel healthcare (f&p) field representative, that a 900mr810 adult heated wall reusable breathing circuit was damaged. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: lot number and UDI details were not provided by the healthcare facility section g1: contact person updated to mr. (B)(6). Section h5: labeled for single use updated to no method: the complaint 900mr810 adult heated wall reusable breathing circuit was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint 900mr810 adult heated wall reusable breathing circuit confirmed there wasa small hole in the tube conclusion: we are unable to determine the cause of the reported event. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: -"inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as cracks, tears, or damage" -"perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient" -"do not cover the circuit with materials such as blankets, towels or bed linen" -"disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage".

Event description:
A healthcare facility in taiwan reported, via a fisher & paykel healthcare (f&p) field representative, that a 900mr810 adult heated wall reusable breathing circuit was damaged. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint (B)(4) adult heated wall reusable breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.